Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end users wife states the commode her husband was using collapsed under him and states he fell to the floor and states he hit his head and was bleeding from his left ear. No medical intervention was sought and she states there is another commode in her home for her husband to use. She states she is a retired doctor and she bandaged his ear. She states he didn't hit his head as far as she is aware and did check for signs of a concussion.